Manufacturer narrative:
Device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device did not deploy when the doctor removed it from the artery. The doctor stated he could not see the green marker on the tube, and had to put extreme pressure on the device to get it to deploy. The plug did hold, however, the patient had a large amount of pain during deployment. The patient was in stable condition. There were no other equipment or devices being used with the reported product. The procedure outcome was successful. Additional information was received on october 5, 2018. The procedure being performed was a liver chemoembolization. The procedure sheath used prior to the angio-seal used was a 5fr. A pre-deployment angiogram was performed. There were no issues with arterial access, an ultrasound was used for access. All steps were performed without difficulty. Estimated blood loss was not greater than 250cc. Hemostasis was achieved with the device. There was no medical/surgical intervention or any other treatment to relieve the pain.